Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the navigation system displayed a "warning: low system memory" message when data was being merged with 3 series or more. It was reported that the patient image flashed, and data rotation and other actions could not be performed. It was noted that the monitor of the navigation system became dark when the issue occurred. The reported issue was discovered during a delivery briefing session. No patient was present. Additional information was received stating that this was being done in a testing environment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-07-25 stating that the rep managed to make it/continue with turning off active plans/images.